Manufacturer narrative:
The device remains in service, while the abandoned lead was not returned to boston scientific therefore; the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that before post implant, the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, experienced a syncopal episode and subsequently re-hospitalized. Upon device interrogation, it was noted that ventricular fibrillation (vf) was declared due to a lot of noise and low shock impedance less than 20 ohms. The device misinterpreted the noise as a true ventricular fibrillation (vf) and accelerated the patient's intrinsic rhythm causing the device to deliver an inappropriate shock to the patient; which successfully converted the patient to a normal sinus rhythm. In addition, isometric lead testing was performed and confirmed the noise and a revision procedure was performed. During the revision, the physician stated there was no visible defect with the rv lead. The lead was again tested during the revision and noise continued to occur. The physician was unable to remove the rv lead, therefore the lead was abandoned and a new lead was implanted. No additional adverse patient effects were reported.